Event description:
Patient and two friends in room for stair transfer trial. Bed rail and bed height adjusted for additional rt rail support, stair present in front of pt with wheeled walker available anteriorly. Upon repositioning of bilateral upper extremity (ue) support, and during education/discussion of procedure for stair transfer,the patient initiated the stair ascent prior to completion of patient education regarding adherance to bilateral ue force/push/pull restriction. The rt bed rail fell while the pt had his rt foot on the step, left ue supported by the walker. No fall occurred. Pt remained in place with gait belt support and started to walk away from the step and resisted cues for return to sitting position on bed. Nursing, nurse practitioner and resident aware, clinical exam initially unchanged, 10" following pt volitionally logrolling and sitting up to edge of bed to walk with nursing assist. Pt reported a change in left below knee numbness and was unable to maintain 5/5 left dorsiflexion. Manufacturer response (as per reporter) for electric bed - hospital, total care gcmanufacturer is in process of modifying side rails.

Event description:
Patient and two friends in room for stair transfer trial. Bed rail and bed height adjusted for additional rt rail support, stair present in front of pt with wheeled walker available anteriorly. Upon repositioning of bilateral upper extremity (ue) support, and during education/discussion of procedure for stair transfer,the patient initiated the stair ascent prior to completion of patient education regarding adherance to bilateral ue force/push/pull restriction. The rt bed rail fell while the pt had his rt foot on the step, left ue supported by the walker. No fall occurred. Pt remained in place with gait belt support and started to walk away from the step and resisted cues for return to sitting position on bed. Nursing, nurse practitioner and resident aware, clinical exam initially unchanged, 10" following pt volitionally logrolling and sitting up to edge of bed to walk with nursing assist. Pt reported a change in left below knee numbness and was unable to maintain 5/5 left dorsiflexion. Manufacturer response (as per reporter) for electric bed - hospital, total care gcmanufacturer is in process of modifying side rails.